Event description:
Approximately 6 weeks after uneventful cataract surgery with implantation of the crystalens, the patient presented with a decrease in visual acuity and an increase in astigmatism. A yag capsulotomy was performed in an attempt to improve the patient's vision, however this did not result in a significant improvement. The physician attributed the event to capsular contraction syndrome and plans to exchange the lens.

Manufacturer narrative:
B5: the crystalens iol was explanted and replaced with a standarad 3-piece iol. The patient's current bcva is 20/20.